Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that when putting back on the central line the end of the trifuse twisted off.